Event description:
It was reported that an eva bag leaked. This was observed before use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was returned for evaluation. Visual inspection and functional leak testing confirmed the reported problem as a leak in the port tube seal. The cause of the leak was a machine failure in the manufacturing facility. A CAPA has been opened to investigate this issue further. Planned actions include corrective maintenance of the machine and leak tester revalidation. Should additional relevant information become available, a supplemental report will be submitted.